Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) contacted user to verify if the issue was still recurring. User checked with the team and confirmed that no new issues with patients not crossing over to the stations. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, newly admitted patient profiles were not syncing to the pyxis machines; therefore, the nurse had to create a temporary patient profile to retrieve medications from the system. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.